Event description:
It was reported by the customer that they were attempting to monitor a pt with one of their lifepak 12 devices. They indicated that they could only monitor in lead ii and that the pt was asystole for the entire duration of the call. When they attempted to change to paddles lead, the device prompted "connect electrodes". The customer indicated that there was no compromise to pt care as a result of this failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. It was observed that the therapy connector was not connected to the capacitor. This was reconnected and ensured that it locked. Proper device operation was then observed through functional and performance testing, and the device was returned to the customer for use. A clinical review of the pt event record was performed and it was determined that the device use did not contribute to the outcome of the pt. This decision was made based on the healthcare provider on scene indicating that the malfunction/use error likely did not contribute to the pt's outcome. The ECG showing asystole and that defibrillation was not indicated based on the pt's ECG.